Manufacturer narrative:
Lead model 39565, serial# (B)(4), implanted: 2011-(B)(6), explanted: unknown.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient had mid-back pain and sudden onset of paralysis below the chest. It was noted a CT of the patient's thoracic spine with myelogram showed an epidural hematoma and a hematoma within the posterior soft tissues of the thoracic spine. It was noted the patient the patient had surgery to evacuate the thoracic hematoma. It was further noted the patient had paraplegia at t-9 and below. Additional information received reported the patient was permanently paraplegic. It was noted the patient had a history of the formation of blood clots and had multiple episodes of deep venous thrombosis in their left leg. It was further noted the patient had two or more pulmonary embolisms. It was noted the patient was on anti-coagulation therapy and a blood thinner medication. It was noted the patient met with a manufacturing representative following implant. It was further noted the patient was discharged after implant and was able to ambulate with no neurological deficit. It was noted the patient had under gone multiple hospitalizations, rehabilitation, and surgeries for decubitus ulcers. It was further noted the patient had numerous skin breakdowns, urinary tract infections, depression, and other medical and emotional issues associated with their paralysis. It was noted the patient had no bladder or bowel function, sexual function, and was confined to a wheelchair. It was noted the patient had pain and suffering, mental and emotional distress, disfigurement and deformity, reduced quality of life, decline in activities of daily living, and bowel, bladder, and sexual dysfunction.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that in 2011 with advice from the patient's pain doctor the patient underwent a spinal cord stimulator trial. It was noted that everything went well and in the 4 days of the trial the patient only took 3 pain pills instead of the 5+ daily. It was noted that the a surgery date for the permanent implant was set for (B)(6), 2011. It was noted that surgery went well and after surgery the patient was told that everything went without any complications and since everything was okay the patient could go home instead of staying the night in the hospital. It was noted that once home the patient followed the doctor's instruction and took it easy with no lifting anything or sudden bending. It was noted that the patient took nice slow movements not knowing that all of that time the patient had a blood clot forming on her spine. It was noted that within hours of being home the patient went to stand up and started falling to the floor. It was noted that the patient could not feel their legs. It was further noted that the patient asked their mom and son to help lay them back on the bed. It was noted that the patient thought that she had just moved the wrong way and needed to rest and she would be okay. It was noted that did not work and the patient tried to get up again and could not feel their legs at all. It was noted that the patient was rushed to the hospital and into emergency surgery. It was noted that the patient's next memory was (B)(6) and she was being moved from the hospital into a rehab facility for the patient to recover and learn how to live as a paraplegic. It was noted that the patient has had a very rocky road to recovery and from (B)(6) 2011 - (B)(6) 2012 the patient almost died 3 times from developing urinary tract infections (uti)s and going septic and the infection going to the patient's brain. It was noted that the patient did not have any memory during that time other than the day the patient went into rehab. It was noted that the patient woke up in (B)(6) 2012 with a stage 4 pressure ulcer on her sacrum down to the bone bigger than her "mother's fist." It was noted that what the patient had learned in "heathsolutions" directly after becoming a paraplegic was gone. It was noted that the patient had to have a bone biopsy at which time she developed mercer. It was noted that the patient had 2 surgeries for a suprapubic catheter, more than 23 uti infections, 2 broken femurs, 1 broken tibula, 1 broken fibula, and many pressure ulcers on their heals. It was noted that for the first year and a half the patient was in hospitals, rehabs, and nursing facilities more than she was in her own home. It was noted that the patient had been on a rollercoaster ride and she was very happy that it was slowing down.

Event description:
It was reported that the patient developed a hematoma the day after implant. The hematoma resulted in lower extremity paralysis and hospitalization. It was found that the patient had taken a blood thinner, lovonox. The patient had plans to follow-up with the implanting physician. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.